Event description:
The customer used the device to check their blood glucose throughout the day. They obtained results of 83 mg/dl at 8:30 am, 31 mg/dl three hours later and then 175 mg/dl at 2 pm. Family member came home and found that the pt passed out. Emergency medical technician were called and arrived around 3-4 pm checked pt's glucose and said it was 30 points below what it should be. Pt was treated with an IV. They were taken to the hospital and given orange juice and their glucose was 205 mg/dl. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.